Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient reported finding a small amount of fluid in the cassette compartment of their cycler after completing pd treatment. It was reported that no alarms occurred during the treatment. The patient was unsure what caused the leak. They did not identify any damage on the cassette. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement cycler. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd nurse of the event. The replacement cycler was received by the patient, and they were continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set that was in use was reportedly discarded. However, the patient had a companion sample that they were willing to return for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient reported finding a small amount of fluid in the cassette compartment of their cycler after completing pd treatment. It was reported that no alarms occurred during the treatment. The patient was unsure what caused the leak. They did not identify any damage on the cassette. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement cycler. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd nurse of the event. The replacement cycler was received by the patient, and they were continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set that was in use was reportedly discarded. However, the patient had a companion sample that they were willing to return for physical evaluation.